Event description:
Ref # imp (B)(4).

Manufacturer narrative:
The analysis did show that the handpiece had a high debris level. This indicates that the reprocessing and maintenance is not performed as requested by user instruction. It leads also to a stronger wear process. The bearings have been grinding, vibrating and falling apart. This is the result of the wear process which takes place due to use of the product. The history shows that the handpiece has been used more than 5 years without a repair. The user instruction requests a functional and visual inspection prior to each treatment to ensure that the handpiece is running within specification. It requests also that the device gets regularly (based on the use frequency) send to a repair center for check/repair. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).